Event description:
A facility reported surgical pattie partly attached to the string or not attached at all. Issue detected prior to surgery. No surgical delay.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Patties were not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. There is currently an open corrective action to investigate the patties/strips product family.

Event description:
N/a.

Manufacturer narrative:
Patties were returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the pattie/strip unit was inspected using the unaided eye. The complaint was confirmed by the failure analyst, 1 string was found to not be properly welded to the pattie. The remaining patties were tested per the pull testing procedure and found to be conforming. The complaint could be verified through failure analysis. Root cause - the root cause would be likely related to the operation/welding parameters of the automated equipment. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. A corrective and preventive action (CAPA) has been closed in june 2022 for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability. The CAPA implemented preventative actions to minimize these issues.